Manufacturer narrative:
Additional follow-up (in 2008) with study personnel (nurse) was unsuccessful at establishing the cause of death. This report is being submitted following an internal audit.

Event description:
Post market pt registry reported the pt expired: the cause of death was not provided. The study coordinator (nurse) indicated it looked as though the pt was scheduled for a pump refill and failed the appointment due to her death. Pt was being treated with hydromorphine, bupivicaine and clonidine via the implantable infusion pump.